Manufacturer narrative:
On 09-oct-2025: complained product will not be not available.

Event description:
Head separated from the steam - oral-b refills [device breakage]. Case narrative: the consumer stated in an email that the oral-b head (refill) separated from the stem while they were brushing their teeth. No injury was reported. Follow-up on (B)(6) 2025: product investigations results were updated. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head separated from the steam - oral-b refills [device breakage] case narrative: the consumer stated in an email that the oral-b head (refill) separated from the stem while they were brushing their teeth.